Event description:
During a dental visit for a general exam, the pt stated feeling a tingling sensation in mouth within minutes. It progressed to itchiness, swelling, puffiness, and hives. Pt's dentist was wearing the safeskin purple nitrile gloves. The pt contacted general practioner and dentist prescribed cortozine to reduce the swelling. The pt has been tested for a latex allergy previously and is planning on being tested further. Additional info rec'd on 3/1/2000: pt is latex sensitive but has no known chemical allergies. Pt had cap/crown replaced. Pt does not know what chemicals were used by the dentist.